Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn15296935 was performed from date of manufacture 08/15/2018 to present date 11/04/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device had a damaged housing assembly. Iui- isolation rib damage. Iui- contamination. Barrel clamp assy- damaged/cracked. Case rear- damaged/cracked. Case front- damaged/cracked. The customer stated that there is no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/15/2018 to present date 11/04/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported the device suffered a damaged housing assembly. There was no patient involvement.